Manufacturer narrative:
Additional information was received. Further attempts were made to obtain complete complaint details and upon receipt will be submitted accordingly. This is one of two device reports associated with this event. The related manufacturer report numbers are 1225714-2015-04555 and 1225714-2015-04556.

Event description:
Additional information alleged that the patient experienced a sudden cardiac event.

Event description:
The plaintiff's attorney alleged that the patient experienced a cardiac event and expired on the same day, which is alleged to have been caused by the patient's exposure to the product administered during dialysis treatment.

Manufacturer narrative:
(B)(4). This is one of two device reports associated with this event.